Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/increasingly intense pain / pain') in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included blood pressure high and diabetes. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"). In 2012, the patient experienced menorrhagia ("increased bleeding during menstruation/ bleeding/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with antibiotics, glibenclamide (glyburide), ibuprofen, metformin and surgery (laparoscopic bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and menorrhagia had not resolved and the pregnancy with contraceptive device, mood swings, vaginal haemorrhage, urinary tract infection, migraine, headache and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2011: result: negative. Lot number: 789029 manufacturing date: (B)(6) 2010, expiration date: 2013/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil was removed in portions as it broke several times') and pelvic pain ('pelvic pains/increasingly intense pain / pain') in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included blood pressure high and diabetes. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and mood swings ("extreme mood swings"). In 2012, the patient experienced menorrhagia ("increased bleeding during menstruation/ bleeding/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines") and urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with antibiotics, glibenclamide (glyburide), ibuprofen, metformin and surgery (laparoscopic bilateral salpingectomy, hysterectomy,oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pregnancy with contraceptive device, abdominal pain lower, vaginal haemorrhage, headache, migraine, urinary tract infection and mood swings outcome was unknown and the pelvic pain and menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, device breakage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ostia 1 coil, right ostia 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: result: negative. Lot number: 789029, manufacturing date: 2010/10, expiration date: 2013/10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Reporter information added. Date of insertion updated. Event added: coil was removed in portions as it broke several times. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil was removed in portions as it broke several times') and pelvic pain ('pelvic pains/increasingly intense pain / pain') in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included blood pressure high and diabetes. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and mood swings ("extreme mood swings"). In 2012, the patient experienced menorrhagia ("increased bleeding during menstruation/ bleeding/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines") and urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with antibiotics, glibenclamide (glyburide), ibuprofen, metformin and surgery (laparoscopic bilateral salpingectomy, hysterectomy,oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pregnancy with contraceptive device, abdominal pain lower, vaginal haemorrhage, headache, migraine, urinary tract infection and mood swings outcome was unknown and the pelvic pain and menorrhagia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, device breakage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ostia 1 coil, right ostia 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: result: negative. Lot number: 789029, manufacturing date: 2010/10, expiration date: 2013/10. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/increasingly intense pain / pain') in an adult female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included blood pressure high and diabetes. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: extreme mood swings"). In 2012, the patient experienced menorrhagia ("increased bleeding during menstruation/ bleeding/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with antibiotics, glibenclamide (glyburide), ibuprofen, metformin and surgery (laparoscopic bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and menorrhagia had not resolved and the pregnancy with contraceptive device, mood swings, vaginal haemorrhage, urinary tract infection, migraine, headache and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2011: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: this case become serious incident pfs received. Reporter's information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.